Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse unknown baclofen 2000 mcg/ml for a total dose of 869 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided from a healthcare professional (hcp) via a clinical study and a manufacturer¿s representative (rep) regarding an implantable intrathecal pump. The indication for use was intractable spasticity. The pump was returned to the manufacturer for normal battery depletion/end of service. The elective replacement indicator (eri) was 9 months. No patient symptoms or complications were reported as a result of this event.